Event description:
Reportedly, during a follow-up of a teo pacemaker on (B)(6) 2024, a pop-up 'do you want to program the implant to its nominal values?' Appeared when the user clicked on another tab. During the same interrogation, the programmer session closed abruptly twice. In addition, when starting the programmer on (B)(6) 2024, the follow-up from (B)(6) 2024 popped up.

Manufacturer narrative:
Preliminary analysis revealed a software malfunction.

Event description:
Reportedly, during a follow-up of a teo pacemaker on(B)(6) 2024, a pop-up 'do you want to program the implant to its nominal values?' Appeared when the user clicked on another tab. During the same interrogation, the programmer session closed abruptly twice. In addition, when starting the programmer on (B)(6) 2024, the follow-up from (B)(6) 2024 popped up. Preliminary analysis revealed a software malfunction.

Event description:
Reportedly, during a follow-up of a teo pacemaker on 2 january 2024, a pop-up 'do you want to program the implant to its nominal values?' Appeared when the user clicked on another tab. During the same interrogation, the programmer session closed abruptly twice. In addition, when starting the programmer on 4 january 2024, the follow-up from 2 january 2024 popped up.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of available expertise confirmed the reported behavior, as two crashes of the programmer module were observed on 2 january 2024 while interrogating a teo pacemaker. - in-depth analysis revealed that these crashes resulted from a software malfunction related to a poor management of the programmer modules during real time tests. - the reported nominal mode activation was also confirmed on 2 january 2024. However, based on available data, this behavior did not result from a software anomaly and could be due to an unintentional manipulation made by the user during the interrogation. - the reported unexpected opening of the follow-up file from 2 january 2024 on 4 january 2024 could not be confirmed. Expertise files analysis showed that the follow-up interrogation was correctly ended on 2 january 2024, and that the programmer module started normally on 4 january 2024. - it should be noted that normal functioning of the programmer was restored at the next interrogations. - this case is recorded for trending purposes.